Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint : (B)(4).

Event description:
It was reported that the drill bit broke.